Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was below 40 mg/dl, 83 mg/dl and 400 mg/dl. The customer was treated with glucose tablets for low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. Sensor glucose value that triggered suspend event was below 40 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. Blood glucose value associated with the triggered suspend event was 83 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor values and blood glucose difference. Customer uses auto mode. The insulin pump will not be returned for analysis.